Event description:
Devilbiss healthcare was notified on 02/09/2022 of a complaint involving a 1025ds 10-liter stationary oxygen concentrator. The end-user's brother reported the oxygen device user was initially involved in a vehicle accident, following which he was prescribed home oxygen. He (user's brother) stated it [unit] has been functioning erratically for a while" and that they "had someone [oxygen service provider] come out and maintain it." They thought the issue was resolved but stated on (B)(6) 2022 "the unit started to not work properly again." The brother did not state if they used the back-up oxygen system or if they attempted during this period to contact his oxygen supplier for immediate support. He stated the end-user was "rushed to the ER with breathing problems." Devilbiss has not been able to obtain any information regarding the medical intervention/treatment, nor have we been able to obtain any information regarding the previous complaint and evaluation of the unit by the servicing provider. The serial number that was reported to devilbiss was inaccurate, and we are currently investigating the incident, including actively attempting to retrieve the device for evaluation. A follow-up report will be submitted when additional data is available.